Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient experienced pain at the ipg pocket site. The patient was noted to be very thin and the patient declined to have a revision. The device was removed and there have been no reports of further complications regarding this event.